Event description:
A customer contacted baxter's technical service center regarding a system error 2267 (air in line) alarm that appeared on the homechoice (hc) display during dwell 2 of 5. The technical service representative (tsr) assisted the home patient (hp) to clear the alarm and advised to start over with new supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and a cause was not.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.